Manufacturer narrative:
Results: the returned neuron max was kinked approximately 5.0 cm from the hub. Conclusions: evaluation of the returned neuron max revealed a kinked device. If the device is forcefully retracted from its packaging at extreme angles or otherwise mishandled, damage such as a kink may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the neuron max 6f 088 long sheath (neuron max) was found to be kinked at the proximal end, near the hub, while removal from the packaging. The damage to the neuron max was found prior to use and, therefore, was not used in the procedure. The procedure was completed using a new neuron max.